Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 90% stenosed, de novo, proximal left anterior descending (lad) and circumflex (cx) arteries it was noted by angiography that a lesion was in the ostial lad and a second in the ostial cx. A non-abbott marker wire was used to access the lad lesion; predilatation with a non-abbott balloon dilatation catheter (bdc) was performed and a 3.0 x 23 mm xience v stent was deployed in the lad. The cx was accessed with the same non-abbott guide wire and predilatation was attempted with the same bdc, however, the bdc could not cross the lesion. The guide wire was removed from the anatomy; it was noted that the 3.0 x 23 mm xience v stent was removed with the guide wire. The procedure was repeated for the lad and a 3.5 x 23 mm xience v stent implanted; a 2.5 x 18 mm xience v stent was implanted in the cx and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for device damaged by another device or stent damage from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.